Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a check settings alarm on his insulin pump and needs help programming his pump for back-up use. Customer's blood glucose was 160 mg/dl. Customer stated that the alarm did not occur during the first rewind or after setting the time and date before the pump was rewound for the first time. Customer placed a battery in the pump for the first time in a while and started programming the pump. Customer then received the alarm. Customer also had an external ram crc error alarm. Customer performed the self-test and the pump passed. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Based on troubleshooting, it was determined that the pump is unsafe to use. Customer declined returning the pump and might use it for the next 2 days.